Manufacturer narrative:
The surgeon had reported that she felt the problem for the displacement was due to the cement. No additional information is expected.

Event description:
It was reported that the surgeon used ha cement to attach the kraus k-helix piston prosthesis to the incus during surgery. A revision surgery was performed. The prosthesis had come loose and had dropped into the vestibule post-op.